Event description:
After initial treatment of antibiotics, the stimulation lead was surgically removed on (B)(6) 2020, resolving the issue.

Event description:
Small segment of the stimulation lead has eroded through the skin in the neck between the clavicle and mandible due to surgical wound dehiscence. Treated with antibiotics, fluoroquinolone and topical bactroban. Removal surgery is scheduled.